Event description:
It was reported that there were unspecified issues with charging the pump battery and that the battery gauge was fluctuating. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.